Event description:
The facility reported a colleague infusion pump with "constant alarm." According to the facility, this event occurred upon power-up. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump that experienced a constant alarm was confirmed by baxter personnel during product evaluation. This condition was caused by a disconnected rear inverter harness. The rear inverter harness was reconnected to resolve this condition.baxter will continue to monitor similar reports to determine if further actions are required.